Event description:
It was reported that while pulling the safety device up, the needle detached from the tubing and shot across the room. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No corrective actions are required since the complaint was not confirmed this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).